Event description:
It was reported that during an unknown procedure, the surgeon found the tips of the 5dcd are misaligned. He changed to use another device, and found the same problem. Then he used 3rd device to complete the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Evaluation summary: the analysis results for the 5dcd instrument (a and b) found that the end effector was misaligned, therefore, making the instrument non-functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.